Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument broke in the proximal end after the first use towards the end of the surgery - while doing the anastomosis. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube approximately 2.0855" from the distal tip. A piece measuring approximately 4.91mm x 3.11 mm was not returned with the instrument. Components adjacent to this broken main tube do show damage. Additional observation related to customer complaint: the instrument was found to have a broken distal clevis at the base of the main tube. Components adjacent to the broken clevis do show damage. Additional observations related to customer complaint: the instrument was found to have a broken grip cable and pitch cable at the main tube. The complaint regarding the device breaking was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.